Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 400 mg/dl. Customer current blood glucose level was 129 mg/dl and 350 mg/dl. Customer treated with bolus using the insulin pump for high blood glucose. Customer stated that the drive support cap was normal and insulin pump was exposed to magnetic field in chemical stress test during pet scan. Troubleshooting was performed for high blood glucose. The product will return for the analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Pump delivered a bolus properly. No under delivery anomaly noted.